Event description:
One day post cardiac ablation with biosense webster thermocool smarttouch sf bi-direct nav df catheter. Adverse events from (B)(6) 2022 - fatigue and lack of appetite. Informed doctors at post-op office visits on (B)(6) 2022. Complaints dismissed as normal, doctor's did not order tests. From (B)(6) 2022, severe symptoms developed such as extreme fatigue, not wanting to eat or drink, felt bloated, on and off dry heaving, headaches, lower back pain, hot and cold sweats, fever, body shakes, and lack of urination, losing mobility on left side of body, specially the left arm, left hand, and left leg. Admitted into local hospital ER via ambulance, diagnosed with flu-like symptoms.